Event description:
The customer reported that a usable fluoroscopic image was unable to be viewed. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fse replaced the ip to video controller cable, the I/o transition pcb assembly, the mainframe backplane and cable, the mainframe power supply, the video controller to system interface cable, the universal node pcb, the communications cable assembly, the controller cable, the mini-view cpu pcb, the workstation passive backplane, the workstation power supply and the main system hard drive and celeron cpu pcb. The system was tested and found to be working as intended and returned to service.